Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fail physical condition as the housing was cracked and the screen was scratched. Review of the device data log did not show any findings. Functional testing included use testing. The pump was powered on and immediately started double beeping. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep alarm for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.

Event description:
Additional information received. No patient involvement, discovered during bench test. Updated event date.